Event description:
Baxter interlink system continu-flo solution set is IV tubing that the hosp recently selected for use at hosp. Reporter has had repeated problems with the injection sites, with the rubber coming loose and traveling down inside the IV tubing. This totally obstructs the flow of IV fluid. The only fix is to totally change the tubing all the way down to the IV catheter. This delay while the tubing is changed during anesthesia can be life threatening if facility needs to administer a drug quickly or if it happens on induction of anesthesia. Reporter has previously filed a report on this tubing about a year ago and nothing was done. In their opinion the tubing is dangerous, should be recalled and different mfg or design should be implemented. This has happened 4 or 5 times in the last week.